Manufacturer narrative:
Concomitant medical products: product ID 97755, lot# serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had issues with recharging their stimulator when they noticed the cord was pulling out of the paddle and fraying a bit. They put electrical tape over the damage which allowed the patient to charge, but now they weren't able to charge. A manufacturer representative would provide a recharger for the patient until they got a replacement. They further reported that they had turned stimulation off because the stimulator was down to 50% and they wanted to conserve battery for daytime. They mentioned that stimulation turned itself off in the past. No symptoms were reported.